Manufacturer narrative:
Device analysis report attached. This report is submitted on february 15, 2022.

Manufacturer narrative:
This report is submitted on december 21, 2021.

Event description:
Per the clinic, the patient experienced swelling and (B)(6) infection at the incision site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and the symptoms resolved on (B)(6) 2021. However, the swelling reappeared and there was granulation and pus at the site. The patient was treated again with oral antibiotics (specific date and duration not reported). The swelling did not subside and reoccurred (B)(6) 2021 and the patient was treated with oral antibiotics for the third time (specific date and duration not reported); however the issue could not be resolved. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.